Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found loose tubing 8 at the blood sampling valve (bsv). He trimmed and rerouted the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The volume of the leak was approximately 5ml and was not contained within the instrument. Customer was running system shutdown when leak was noticed. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.